Event description:
It was reported that during a routine battery test performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse replaced the executive board and fiber-optic module then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine battery test performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic failure. There was no patient involvement, and no adverse event reported.